Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple presses to activate the pump screen, despite it turning on eventually. There was no adverse impact to the customer's blood glucose level. Customer support advised the caller on techniques to press the button and assisted with removing the pump case. Despite these efforts, the issue persisted, so customer support decided to replace the pump, confirming it was still under warranty. Customer continued to use the pump for insulin therapy.